Manufacturer narrative:
Other applicable components are: product ID: 37651, serial#: (B)(4), product type: recharger.

Event description:
A consumer reported via a manufacturer representative that the recharger and the black wire that connected to the recharger were not working. The patient currently had no stimulation as they had to charge every 24 hours. The cause of the issue was regular use. The recharging system was replaced. The issue was not resolved. No surgical intervention was taken or planned and the patient was alive with no injury. No patient complications were anticipated.